Event description:
It was reported that the 20/30 priority pack indeflator was being tested, when after applying negative pressure for 5 minutes, continuous bubbles were observed. There were no leaks noted. There was no patient involvement and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three other incidents from this lot. The investigation determined the noted leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.